Event description:
Report received from (B)(6) stating that the device had a hole in the hose. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).